Event description:
It was reported that the therapy was not working for the patient and the patient was not getting relief. The system was removed at the patient's request. Upon explant, the lead came out frayed and stretched. It was unclear if any pieces of the lead were left in the patient. The patient outcome was good and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v576606, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of the implantable lead model 3889-28, lot# v10301383, found no significant anomaly. The conductors were broken (overstress/damage) on the distal end. Method: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).